Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a surgery on the (B)(6) 2024, a total hysterectomy and they had forgotten to bring their programmer with them to turn off their system. The patient stated they didn't know who contacted manufacturer or if they had gotten a hold of a representative but the facility performing the procedure got a hold of another device to lay on their back to turn their therapy off for the procedure. Patient stated the therapy was turned off for the procedure but they failed to turn their therapy back on after the procedure which the patient noted, they probably couldn't have done at that point anyway due to the level of pain the patient was in after the procedure and the fact that because they were in the pain they were in post procedure, they may not have been able to communicate correctly to the providers turning the therapy back on that the stimu lation level was ok and comfortable so they didn't turn it back on. Patient stated they were recovering from their procedure and in pain so they weren't able to recognize initially that they were having such bladder pain and going to the bathroom more frequently but then they realized their therapy hadn't been turned back on post procedure and they needed to turn it back on to get it working again so that the therapy could start to take some of the pain off their bladder but they couldn't get it to respond with their personal external devices today ((B)(6) 2024) when they went to try. Patient services walked the patient through connecting to their settings and the patient received a message that said "data lost, internal device has lost all data, contact with your clinician end session." Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. Patient stated they had just moved and no longer had a managing health care provider (hcp) so patient services sent the patient physician listings and the patient was going to follow up with an hcp to check the implanted system.